Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient is on her fifth cannula and the patient is experiencing pooling at the infusion site on (B)(6) 2026. The patient has lost weight in the last 16 months she has actually lost a few more pounds severely malnourished is what she has been diagnosed eats 5-6 small meals a day trying to get calorie rich. The cushion in her feet is gone and she can't exercise as it is hurting. No further information available.